Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for the original complaint ¿ litigation papers allege: chronic pain, suffering, inability to walk without a cane or walker. Also, the patient could not have known that he/she was injured by excessive levels of chromium and cobalt until after the date he/she had his/her blood drawn and he/she was advised of results of said blood-work.(B)(6). Update rec'd 3/27/2013- ppd and medicalrecords received. After review of the medical records the revision operativenote indicated a loose cup and stem. A unknown femoral stem is beingreported. There is no new additional information that would affect theexisting MDR decision.the complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.